Event description:
The customer reported that an 840 ventilator was inoperable. There was no pt involvement. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone and recommended to replace the power supply, the analog interface (ai) printed circuit board (pcb) and the graphical user interface (gui) to breath delivery (bd) cable. Covidien is not authorized to service the device.

Manufacturer narrative:
(B)(4).